Manufacturer narrative:
The implanted device remains.

Event description:
Per the clinic, the patient experienced skin overgrowth on the abutment. Subsequently, the patient underwent a procedure on (B)(6)2015, to excise the excess skin. The patient was also prescribed antibiotics following the procedure. The implanted device remains.